Manufacturer narrative:
(B)(4) . Baxter received and evaluated the device. The device was found out of specification in relation to the constant upstream occlusion alarms which were confirmed through a review of the event history log but not reproduced. The device passed all testing and no cause could be determined.

Event description:
It was reported that a spectrum pump constantly displayed the upstream occlusion message. It was also reported there was no pt involvement.